Event description:
Dialysis treatment initiated on pt at 0750 am. At 0800 am pt started having difficulty breathing. Face was swollen, and hypotension occurred. Treatment was stopped immediately. Normal saline given without improvement. Ems arrived - 8:25 am transported pt to nearest ER. Pt had expired with diagnosis of anaphylaxis. Autopsy was performed.